Event description:
The customer reports the PICC line leaking. A new PICC to be inserted.

Manufacturer narrative:
(B)(4). Catalog# corrected to UK-05052-nh. The customer returned a 2-lumen PICC for evaluation. A portion of the distal end of the catheter body had been trimmed off and was not returned. An injection port was attached to the luer hub and biological material was observed in both extension lines. Visual examination of the catheter with the naked eye did not reveal any defects or damage. Functional testing identified a leak in the proximal extension line body adjacent to the luer hub. Microscopic examination revealed a small hole in the location of the leak identified in functional testing. The appearance of the hole was round and had the characteristics of being caused by external stressing. The catheter body was trimmed to be 460 mm, indicating that at least 45 mm of catheter were not returned per product drawing. The inner and outer diameters of the proximal extension line were measured and were found to be within specification. The catheter extension lines were pressurized by injecting water into the distal and proximal luer hubs using a lab inventory 10ml syringe with the catheter distal tip occluded. When the proximal extension line was pressurized, water was observed to be leaking from the junction between the luer hub and extension line body. No leaks were observed when the distal extension line was pressurized. A manual tug test confirmed both extension lines were secured in the luer hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer reported issue of an extension line leak was confirmed through evaluation of the returned sample. Visual and functional testing of the returned catheter identified a leak coming from a small hole in the proximal extension line body directly adjacent to the hub. The hole had the characteristics of being caused by external stressing. The extension line met all relevant dimensional requirements and a device history record review was performed with no relevant findings identified. Based on the appearance of the defect and the fact that it was identified during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The device reported is not sold in the us. Similar product sold in the us.

Event description:
The customer reports the PICC line leaking. A new PICC to be inserted.